Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the incision opening on the scrotum. No further complications were reported. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient began to leak a few month prior to the revision surgery.